Event description:
It was reported that during a device changeout procedure, the right ventricular lead exhibited loss of capture and an insulation anomaly. The lead was capped. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.